Event description:
It was reported that when using the bd pyxis¿ medstation¿ es storage space could not be recovered due to a bus failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawers 2.1 and 2.2 were off the bus. A field service engineer (fse) replaced the drawer board and printed circuit board (pcb) board. Then, the fse tested the drawers 2.1 and 2.2 and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.